Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrioventricular nodal reentry tachycardia (avnrt). No changes or interventions were reported. The patient was in stable condition.